Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator (ipg), implanted (B)(6) 2012; 4965 implantable pulse generator (ipg), implanted (B)(6) 2012. (B)(4).

Event description:
It was reported an atrial lead warning occurred for low impedance. It was further reported that impedance has been steady and all other parameters have been appropriate. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.